Manufacturer narrative:
The customer informed stryker that no repair is needed as they were able to test the device using a different test equipment and the device is working properly. The reported issue was unable to be verified and unable to be duplicated. A cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that defibrillation tolerance of their device is out of range. In this state, wrong defibrillation therapy may be delivered. There was no patient involved in the reported event.

Manufacturer narrative:
Initial reporter phone was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that defibrillation tolerance of their device is out of range. In this state, wrong defibrillation therapy may be delivered. There was no patient involved in the reported event.